Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. Investigation of the needle mechanism found no issues that would result in the needle deployed. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported needle mechanism failure could not be determined. The soft cannula measured the correct full length according to specification and did not appear bent, kinked, or damaged. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism deployed late. The cannula did not insert into the skin and reportedly appeared bent. The pod was not worn. The patient's blood glucose levels were noted to be 8.7 mmol/l (156.6 mg/dl).